Manufacturer narrative:
Product analysis: the device was returned for analysis. The device returned with a stylette and sheath loaded, the stylette could not be fully removed. Deformation was evident to the end of the sheath. Deformation was evident to the proximal stent wraps with struts raised. Deformation was evident to the distal tip. The proximal marker band had moved distally and was positioned underneath the stent. The stent was removed, and bunching was evident to the inner member immediately distal to the proximal marker band, resulting in the marker band moving distally. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the patient suffered from cerebral infarction before the procedure. The device was inspected prior to use with no issues noted. Resistance was not noted during delivery of the device. It was detailed that the stent was deformed. The stent was not implanted. The stent and the delivery system was removed from the patient after the deformation was observed. Resistance was not noted during withdrawal of the device. The physician completed the procedure using another ronyx35015x with no issues noted. Three still images were observed for analysis, however one of the images was a duplicate. The first image depicts a resolute onyx shelf carton. The carton label is not visible in the image. The second image depicts a stent delivery system held in a gloved hand. Proximal stent deformation is evident to the device. E. Initial reporter: initial reporter's full name and phone number added, and facility post code. A. Patient information: patient's age medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute onyx coronary drug-eluting stent to treat a lesion. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. There were no abnornmalities reported in relation to the anatomy. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the stent wire was drawing. The physician completed the procedure using another a ronyx35015x. The patient is alive with no injury.